Event description:
The customer stated that she has been getting rashes since august that have gotten progressively more irritating. Every time she wears a pod on her arms or legs, she gets a pod sized rash that is bright red, slightly warm to the touch, and extremely itchy. She also said that her skin is very dry in these areas and that when she removes a pod, her skin is slightly flaky. She saw her doctor on (B)(6) 2013 and was prescribed barrier wipes and hydrocortisone cream.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported rash. Lot qualification records were reviewed, and the product lot met all acceptance criteria.